Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer has had high blood glucose 525mg/dl. The customer called due to having an infection and wanted to know how to increase or decrease the basal. The customer had symptoms of high blood glucose which included very dry mouth and felt dizzy. The customer was using auto mode feature of the insulin pump at the time of the event. The customer declined troubleshooting. The customer would continue to use the device. The insulin pump will not be returned for analysis.